Event description:
The end user stated while he was using the shower chair, the crossbar under the seat bent causing the end user to fall. The end user stated he caught himself so there were no injuries.